Event description:
Journey insert removed, joint washed out with pulse lavage and replaced with a new journey bcs I insert. No medical history available as kept confidential no xrays available.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinical information has been provided to perform a thorough medical investigation. Should any additional clinical information be provided this complaint will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.